Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly there were debris in the area of the pneumatic tap. The customer cleaned the pump and reloaded the cartridge to address the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed their bg level with a correction bolus via pump.